Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation of the cycler found no indication of a causal relationship between the product and the patient clinical event.

Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Review of a peritoneal dialysis (pd) patient's medical records information discovered that the patient was diagnosed with a slowly enlarging and painful umbilical hernia on 03/01/2016, and had surgery to repair the hernia on (B)(6) 2016.

Manufacturer narrative:
Additional information: other relevant history, concomitant medical products. The patient's medical records were received and reviewed. There was no documentation in the medical record that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the hernia repair. The patient¿s hernia was present prior to commencing peritoneal dialysis therapy. Hernia is a well-known complication from the increased abdominal pressure. The umbilical hernia repair was possibly related to peritoneal dialysis. The hernia complications were unlikely related to peritoneal dialysis and likely related to the procedure to reposition the catheter.